Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system experienced multiple episodes of inappropriate shock therapy due to over-sensed electromagnet interference. Boston scientific technical services (ts) was contacted and it was recommended to perform thorough provocative testing and diagnostic imaging to assess the s-ICD system integrity. At this time, the system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system experienced multiple episodes of inappropriate shock therapy due to over-sensed electromagnet interference. Boston scientific technical services (ts) was contacted and it was recommended to perform thorough provocative testing and diagnostic imaging to assess the s-ICD system integrity. The patient was subsequently seen in-clinic where provocative maneuvers were performed with no abnormal findings. The device was reprogrammed from the primary to the secondary sensing vector and the patient is continuing with remote monitoring. At this time, the system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.